Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 3.2; lab: 9.0. On (B)(6) 2011, patient had bruising on his arm. He told the nurse that it appeared the night before.

Manufacturer narrative:
Investigation pending.